Manufacturer narrative:
(B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted during an endoscopic ultrasound (eus) procedure performed in (B)(6) 2019. According to the complainant, during an endoscopic procedure performed on (B)(6) 2019, the stent was noted to be embedded in the gastric wall. A surgery was scheduled to remove the stent from the patient. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.